Event description:
It was reported that the patient had a loss of therapy a few weeks ago and wanted to know the root cause and if the implantable neurostimulator (ins) might have taken damage. They went to their healthcare professional (hcp) and they ruled out system damage of any kind. The patient recharged twice a week but could have a recharge interval of approximately 10 days. During the call it became clear that they were never properly introduced to the new recharging system and got a replacement a long time ago. They never recharged until the recharger indicated 100% charge and ended the sessions. They only recharged a certain time and didn't check the ins battery level with the handset (at the time of the incident they used the legacy programmer). It was speculated that on july 20 the therapy failed due to an empty ins battery and the patient recharged later, but not aware of the fact that stimulation was still off. As a result the patient was without therapy for several days until they were admitted to the hospital. The hcp only saw that the ins was off, in which they turned it back on. They educated the patient about proper charging habits and how to turn the ins on/off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a loss of therapy a few weeks ago and wanted to know the root cause and if the implantable neurostimulator (ins) might have taken damage. They went to their healthcare professional (hcp) and they ruled out system damage of any kind. The patient recharged twice a week but could have a recharge interval of approximately 10 days. During the call it became clear that they were never properly introduced to the new recharging system and got a replacement a long time ago. They never recharged until the recharger indicated 100% charge and ended the sessions. They only recharged a certain time and didn't check the ins battery level with the handset (at the time of the incident they used the legacy programmer). It was speculated that on (B)(6) the therapy failed due to an empty ins battery and the patient recharged later, but not aware of the face that stimulation was still off. As a result, the patient was without therapy for several days until they were admitted to the hospital. The hcp only saw that the ins was off, in which they turned it back on. They educated the patient about proper charging habits and how to turn the ins on/off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.